Manufacturer narrative:
Investigation summary: bd received 5 samples and 6 photos for investigation. Upon visual inspection, the returned samples showed no issues. The photos were also evaluated and confirm the failure modes. Furthermore, 95 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality-poor barrier separation and fibrin. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, there was poor barrier separation and fibrin clots seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.